Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required prolonged hospitalization. After pulmonary vein isolation (pvi), superior vena cava (svc) isolation was performed. Echocardiography was performed before and after the ablation. At the end of the procedure, it was checked whether pericardial effusion was present by echocardiography, and there was a pericardial effusion. Echo images before and after the procedure were compared. No pericardial effusion was seen prior to the procedure, so the tissue was injured during isolation of the svc or when the catheter was in the svc. Patient's blood pressure was stable. The patient consciousness and respiration were unaffected, so the pericardial drainage was not performed, and the patient was under observation. The patient was scheduled to be discharged on (B)(6) 2024; however, the hospitalization was extended for an additional 2 or 3 days for follow-up. The physician commented that during svc ablation and at timing of ablation near the transverse nerve, there were times when patient reacted to the pain of the ablation by moving his bodies or saying ¿it hurts.¿ at that time, the blood vessel might have been damaged. It was unknown if it was during the ablation. Based on the volume of the pericardial effusion, the physician did not think it was a major injury; therefore, it was decided that pericardial drainage was not necessary. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed on pvi and svc before pericardial effusion was confirmed. Steam pop was not confirmed. Ablation was conducted at 20-25 w. No abnormalities were observed prior to or during use of the product. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31295429l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).